Event description:
The pt was prescribed an antibiotic (tetralysal) and atopiclair, a non-steroid cream to alleviate the symptoms of atopic dermatitis, to be applied to the face. Following the treatment, the pt experienced edema on the face and visited a local hosp, where was admitted for five days.

Manufacturer narrative:
Atopiclair is a non steroidal cream indicated to treat the symptoms of atopic dermatitis. As indicated in the product labeling, atopiclair contains shea butter (B)(4). The labeling warns pts with known allergy to this and/or known history of hypersensitivity to any of the ingredients to consult the physician before using the product. Based on the info rec'd on this case, an allergic reaction to the antibiotic seems more likely. In fact, atopiclair does not contain active ingredients. However, we cannot rule out that the product caused or contributed to cause the reported episode of hypersensitivity experienced by the pt (B)(4).